Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 1 year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented with fever and chills and found to have a pump pocket infection. The patient was taken to the operating room for debridement with vanco antibiotic beads placed. Patient did not have a driveline infection. It was reported by the clinician they are unsure what caused the pump pocket infection. Infection determined to be enterococcus and (B)(6). Treated unasyn for 6 weeks. No additional information was provided.